Manufacturer narrative:
(B)(4). Date sent: 12/17/2019. Date of event: publication year of 2013. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : contemporary applications of transanal endoscopic microsurgery: technical innovations and limitations. Author : jose g. Guillem, david b. Chessin, seung-yong jeong, won kim, jeanne-marie fogarty. Citation: clinical colorectal cancer (2005); 5(4): 268-273. This report summarizes the recent literature concerning transanal endoscopic microsurgery (tem), comprehensively analyzes the authors¿ experience with tem, and describes recent technical innovations and indications. This study involves 32 consecutive patients (17 male and 15 female; median age: 69 years; age range: 35.7-90.4 years) identified from a prospectively maintained colorectal service database and were scheduled for tem between august 2002 and april 2005. Harmonic scalpel (ethicon) was used for further dissection through the muscle layer in malignant cases. Reported complications included postoperative rectal bleeding (n-?) Which required hospitalization but stopped with conservative nonsurgical treatment and did not recur, and minor fecal seepage (n-?) That resolved spontaneously within 1 year after operation. In conclusion, transanal endoscopic microsurgery is an important technical addition to the surgical armamentarium for the management of rectal tumors. In properly selected patients, this approach provides for minimal morbidity and acceptable oncologic outcome.